Event description:
It was reported that the patient had a recent reduction in the gablofen dose and noted to have increased spasticity. It was indicated that the patient experienced seizure as the patient inquired into the increased risk of seizures with baclofen use and was to undergo seizure testing later in the month of (B)(6) 2013 as well as to have an MRI. The healthcare provider (hcp) felt the seizures were not related to the baclofen use; however, this was not yet confirmed. There was no alleged product issue. The device system currently delivered gablofen 2000mcg/ml at 1600mcg/day. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional informaiton: the actual residual volume was reported as greater than the expected residual volume. Hcp reportedly got back 6-8 mls but expected 2 mls, which was within specification. Patient had return of seizures she suffered as a child. Seizures began about 6 months ago, and per hcp they have had volume discrepancy issues for "months <(>&<)> months" but never reported the problem. A dye study was done results not known.

Event description:
It was further reported that the dye study showed no abnormalities.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter.